Manufacturer narrative:
No belt clip received with unit. No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had insulin flow blocked. The customer blood glucose level was over 450 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.